Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported symptoms were not managed by therapy. The patient had no control over her bladder. Increasing stimulation was painful and had no results. It was noted that the change in therapy/symptoms was considered sudden. The issue started a year ago in 2015. The patient had been trying to contact a manufacturing representative (rep).

Event description:
Additional information received from the consumer reported that the patient had notified their managing health care provider (hcp) about their lack of symptom relief and painful stimulation. The patient called their rep that put it in them for over a year for help, with no calls back. The patient tried to call the office and they said to call someone else. The more the patient upped it, it hurt, and the patient had put up with that for a year. The step taken to resolve the lack of symptom relief and painful stimulation was that the patient called the manufacturer for help this week and someone helped them.

Event description:
Additional information received from the consumer reported that the patient experienced a loss or change of therapy. The patient's symptoms returned and they had a strong stimulation feeling in 2015. The patient was unable to adjust stimulation on (B)(6) 2016. The patient tried the programmer on (B)(6) 2016 and the implantable neurostimulator (ins) was off. The patient was able to turn the ins back on and would see if now that the ins was on if it helped improve their symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.